Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to pain in his hands while pumping the device. The patient had bad hands now and that contributed to the issue. A new malleable penile prosthesis was implanted. No further patient complications were reported.